Event description:
The customer reported the system was displaying an artifact in the image and will not save images. No pt injury was reported.

Manufacturer narrative:
A ge rep did not evaluate the system. Ge field service engineer was denied access to the system.